Event description:
Boston scientific received information that this right ventricular (rv) pace/sense lead was found to have migrated. It was discovered when the patient was admitted to the hospital for shortness of breath. The physician opted to cap this chronic rv lead and replace it. No other adverse effects were reported.

Manufacturer narrative:
All available information indicates that the device remains implanted but out of service. If additional information becomes available, this event will be updated and an updated report will be submitted.